Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient¿s ¿wire fell out during the trial¿ and they did not know if the therapy worked during the trial.